Event description:
It was reported that this right ventricular (rv) lead exhibited high shock impedances out of range. The rise in impedance appeared to be gradual. Technical services (ts) discussed possible calcification, so further reprogramming options were recommended. No adverse patient effects were reported. This rv lead remains in service.